Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the endoscope for failure analysis investigation; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 30 degree endoscope flip/spin turned on by itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The endoscope flipped on by itself. The endoscope was reseated and the issue was resolved. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope to perform failure analysis. The endoscope was found with cosmetic damage. The housing shell exhibited laser marking fading and or removed. Additionally, the camera instrument adapter was found with a defect. The endoscope was placed through friction test using a screen aide to manually rotate the adapter to detect friction. It was noted the camera instrument adapter did not rotate properly and or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with the attached endoscope adapter (aea) shaft bearing contributed to the friction. Further evaluation found the endoscope integrated cable connector ferrule exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at the cable connector proximal end. A log review was performed and all errors found were related to loss of video in both eyes and loss of communication with camera module. The error may cause an intermittent loss of video which reset/invert the image orientation partially so the image "flip/spin" not physically but due to improper video streaming. The endoscope was then connected to a test fixture to perform an electrical/communication test and endoscope was found with errors. After, the endoscope was disassembled to perform a visual inspection at the communication/electrical printed circuit assembly(s) (pca). Most pca's were found good; however, the camera head optical module processor (chomp) pca was found with residue/corrosion, which would cause an intermittent failure at the voltage/current regulation. A known good cable and a known good chomp pca were connected to the camera module to perform functional electrical/communication tests. The results showed the voltage and current was stable and no other errors were found. Next, the camera module integrity was tested by heating the endoscope tip between 55-degree celsius to 65-degree celsius and the voltage was partially lowered to 1.2 volts, which resulted in the endoscope starting to freeze and report errors. The camera module was found defective.

Event description:
Refer to h11 for follow-up information.